Event description:
It was reported that an one-link microbore catheter extension set was unable to flush; high pressure/resistance to inject saline flush. The issue was further described as, "cannula sited well in the vein, so the connector swapped. Able to flush cannula with no/minimal resistance with new extension". This occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: the actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection was performed on the photo samples. The photos showed primary packaging on the sheet side and the printing plate side of the primary packaging respectively. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.